Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the tip of the trocar insert was bent resulting in damage of patient's sclera during vitrectomy surgery with fragmentation requiring a stitch. The trocar was initially meant to be placed to inferotemporal location but due to unsuccessful attempt, the conjunctiva was lacerated, and a minor subconjunctival hemorrhage occurred. As surgical intervention, three extra vicryl 8-0 sutures were used to cover the damaged conjunctiva at the end of surgery. The procedure was completed with a new trocar insert. There was patient contact and patient harm as well. The current patient condition was unknown.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open trocar assembly with tip protector, in a bag was received for the report. Sample was visually inspected and found to be non-conforming. Functional penetration testing was not performed due to damage of the blade. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Photo show a bent tip of blade. Reported issue confirmed from photo. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance's, such as a damaged bent tip, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.